Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed the customer reported issue. The fse found that the e100 had a loose connector and it does not recognize the vessel sealer extend intermittently. The e100 generator was replaced to resolve the issue and the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the e100 generator unit involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate the customer reported complaint. This unit was installed into the test system and it worked fine with the synchro seal instrument installed. Fa used the synchroseal with a saline dipped gauze in the jaws and fired yellow pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue. There was no trouble found. Unrelated to the issue, the front bezel was found scratched (cosmetic issue) and replaced. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to an erbe generator after the start of the procedure due to e-100 generator not working. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the e100 generator was not working. The site had tried to restart with the front and back power buttons and reseated the vessel sealer extend (vse) instrument with no change. The site used the vse with the erbe generator instead to continue with the case. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.